Manufacturer narrative:
The device was returned and evaluated and in addition to the malfunction documented in b5, the additional evaluation findings are as follows: found rust/stain inside ccd (charged coupled device) and failed water leak from cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the hd autoclavable camera head to olympus for preventative maintenance. Upon inspection and testing of the returned device it was found to have color lines flickering image due to a bad cable. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to faulty video cable. However, the specific cause of the faulty video cable could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.